Manufacturer narrative:
An investigation was performed, which did not identify any product problem. The discrepancy is likely due to the sample being near the lod or due to the difference in assay technologies. Different assays use different algorithms and may also target different regions of the viral dna. As such, results with one assay may not be reproducible with a different assay. Reporter facility name truncated due to character limit: (B)(6). (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged a possible false positive sars-cov-2 result for one patient sample on the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system. The same sample was retested with a competitor assay which generated a negative result. The patient sample was collected using a nasopharyngeal swab with utm media. The type and catalog numbers are not available. A review of the data revealed a normal curve with a late CT value and weak amplification consistent with a sample near the limit of detection (lod) for the liat test. The sensitivity of the competitor test is not known and, therefore, it cannot be determined if these samples may have been near the lod for that assay. An investigation was performed, which did not identify any product problem. The discrepancy is likely due to the sample being near the lod or due to the difference in assay technologies. Different assays use different algorithms and may also target different regions of the viral dna. As such, results with one assay may not be reproducible with a different assay.